Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, this pacemaker was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this moment, this device has not been returned to boston scientific for further analysis.